Event description:
Angiogram performed of the zenith aaa modular graft noted a proximal type I endoleak. A main body extension was deployed at the sealing stent, noting a successful resolve of the endoleak. While inflating the seal sites and junction of the endovascular graft, the balloon catheter had not completely deflated when molding the contralateral leg graft. As a result the iliac leg graft was pulled out of the main body. Wire guide access into the aorta was lost during the dis-union of the leg graft. Due to the main body graft sitting very high in the aorta, and somewhat posterior a bridge between the main body limb and the contralaeral leg graft was not attainable. The contralateral leg graft was ballooned in an attempt to realign the graft, but with the positioning of the main body graft sitting in the aneurysm, the attempt was unsuccessful. Physician decided to convert the graft to an aortouni-iliac configuration, by placing a converter in the main body and an occluder in the (ipsilateral) right common iliac artery. Converter was placed and molded without complication. Post angiofram performed of the device placement noted a type iii endoleak at the converter, noting an endoleak out of the contralateral limb. A main body extension was deployed landing at the proximal stent graft and distally at the proximal portion of the converter. (The graft extension was noted to slightly overlap with the initial extension). Extension was ballooned for one minute with no complete resolve to the endoleak. Another MFR's stent was placed at the proximal portion of the main body graft to add additional radial force within the endovascular graft. Final angiogram noted a resolve to the endoleak. Please refer to 1820334-2004-00487 and 1820334-2004-00488 for additional info. Event eval: length, diameter, angulation and morphology of the aorta is critically related to effective sealing and stability. Irregular calcification, plaque and/or thrombus may compromise the fixation and sealing of the implantation sites. Attention should be given to the exact placement of the converter sealing stent within the main body to assure adequate graft-to-graft seal. All zenith component diameters should be oversized greater than the measured vessel diameter, outer wall to outer wall, from the CT images. An evaluation of the event found that the planning and sizing of the graft was a factor in the type iii endoleak. A secondary factor in the occurrence was the anatomical condition present in the aorta (bulge) which may have contributed to the incident.